Event description:
It was reported that high shock impedance was observed on svc-can and rv-svc vectors. The svc coil was turned off. The device was programmed to single coil shock vector and the shock impedance measured within normal limits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.